Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced. No patient symptoms were reported.